Event description:
The pk papyrus covered stent system was chosen for treatment of a perforation in the proximal lad. The stent was implanted but appeared to have a tear/leak. A second pk papyrus stent was implanted and sealed the perforation successfully.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. The affected stent was implanted in the target lesion. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in process and final inspections during which a 100 percent control of the stent cover is performed. Based on the conducted investigations, no manufacturing or material related root cause could be identified. Considering the physicians event description it seems likely that the root cause for the complaint event is related to the patients anatomy (i.e. Severe calcification).